Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information was received from a manufacturer representative. The patient's implantable neurostimulator and lead was removed on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a health care provider regarding a patient who was implanted with a neurostimulator. It was reported that the patient experienced a gradual loss of pain relief from headaches and loss of effect from the occipital stimulator since implant. At the time of the report, it was at the point where the stimulation actually makes headaches worse. The patient was also experiencing discomfort at the implantable neurostimulator site. Impedances were checked and the patient was reprogrammed; however the issue was not resolved. The system was functioning normally and the lead did not appear to have migrated. The patient was requesting to have the system removed, and neither the physician nor patient wanted to try and revise the leads. A surgical intervention was planned on 2017-05-04, but not yet scheduled. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator did not find any significant anomaly of the device. If information is provided in the future, a supplemental report will be issued.